Manufacturer narrative:
This report is submitted on 22 january 2020.

Event description:
It was reported that the device was incorrectly positioned resulting in explant of the device (B)(6) 2019. The patient was re-implanted with a new device during the same surgery.

Manufacturer narrative:
This report is filed on february 13, 2020.

Event description:
The device was explanted due to misplaced electrode array. The device passed all electrical tests confirming correct device function.